Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon notified the rep that the hp052 is providing too much "solid tone" when using lcsc5. The rep helped him manage the "solid tone" by taking smaller bites of tissue and reducing application to excessively charred tissue to complete the case. There was no consequence to the patient.